Manufacturer narrative:
Investigation found that the pump had experienced error code 45 in pump's history. New pump software was installed. Reference recall number z-1870-2011.

Event description:
Investigation found that the pump had experienced error code 45 in pump's history.